Manufacturer narrative:
The left foot controls had a short. The foot control assembly was replaced which resolved the issue.

Event description:
Info received indicated the hi-lo function would run intermittently without the use of any control buttons.